Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An 840 ventilator safety valve was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. An investigation was performed and the product analysis technician reported that the valve diaphragm caused a leak and did not allow the safety valve to reach the required pressure. The valve diaphragm was replaced.